Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient(pt) can't get their therapy to work at night and reported they are going through about 5 pads that are full during the night. Pt stated they had set therapy at 3.9 or 3.8 on program 3 and stated it's not helping with pt's symptoms and pt is not feeling stimulation. Pt stated therapy is working well during the day, but not at night. Walked pt through checking therapy status and pt stated therapy was on program 4, 0.5 and stated they have been "screwing around with it". Pt stated they thought another program would be higher. Reviewed therapy and stimulation overview and expectations. Pt increased stimulation to 1.1 on program 4 and reported feeling stimulation in a different place than pt use to feel it and reported they are feeling stimulation "to the left" of their cheek. Pt stated before they were feeling stimulation lower. Reviewed bike seat area and pt stated they "don't know" if they are feeling stimulation in the bike seat area despite agent trying to clarify and pt reported they are feeling stimulation to the left of their implant site. Pt later clarified not feeling in bike seat area, but stated "it's sort of going down". Pt confirmed stim was comfortable. Reviewed stimulation expectations. Pt also reported their implant site is swollen. Pt also reported their ins sticks out a little bit and clarified that it's not flat. Reviewed role of ps and redirected pt to hcp to check implant site and discuss therapy. Pt stated on program 3 they were feeling stim in bike seat area and pt wanted to change back to program 3. Pt changed to program 3, 0.7v and reported still feeling stimulation to the left of their ins (same spot as program 4) and down a little bit, not the bike seat area. Pt stated feeling stim comfortably. Pt wanted to leave therapy at this setting. Reviewed process to coordinate appt. With rep. Pt's dob 10/30/1940. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patent response received. Patient said the cause of not feeling stimulation is unknown. They tried adjusting their settings which did not help. They also tried contacting their hcp but there was no response. The steps taken to resolve the issue was a friend helped adjust the settings which seem better during the day but not at night. The issue is not resolved. Patient stated they were going to try going up their program. Patient weight is (B)(6).